Manufacturer narrative:
Date of event: event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the clinician reported patient's ins has migrated and they are having difficulty recharging and so using the belt is not working. Per caller, the patient is very obese the ins has tilted into the fat tissue and only the tip is toward the skin. The patient is able to recharge with assistance from husband when the patient lies down and the husband presses the recharger against the skin to get the ins to lay flat. The patient has not had an x-ray yet. The ins will be revised on july 12th. The ins tilted sometime between april 27th and june 4th or june 8th.

Event description:
Additional information was received from the manufacturer representative. It was reported that as for diagnostics or other troubleshooting simple palpating of the site. Manipulated the ins in the tissue get establish a connection with recharger. Revision was still scheduled for (B)(6). No further complications were related at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.